Manufacturer narrative:
Thank you for your feedback regarding the tigershark m implant construct. Because the spacer and endplates could not be returned, a definitive root cause for the posterior migration of the spacer could not be determined. However, based on previous investigations, it is likely that the cam did not lock properly during insertion. Design updates are currently underway to mitigate future issues with cam locking.

Event description:
On (B)(6) 2025, dr. Revised a tsm spacer and endplates implanted in the l5/s1 disc level due to posterior migration of the spacer. The patient was symptomatic resulting in the need for the revision. The patient's original surgery was on (B)(6) 2024. Dr. Performed an alif on (B)(6) 2025, removed the previously implanted tsm spacer and endplates, anteriorly, and placed a harrier sa cage in the l5/s1 disc space. The patient's original surgery was a l2 to s1 tlif with tsm devices inserted from l2 to s1. He completed the removal of the tsm implants without issue. The devices were discarded and thus cannot be sent back to choice for examination.